Event description:
The patient's catheter became detached and was replaced. No patient symptoms were reported. Therapy was later aborted. Multiple attempts were made to obtain additional information without success.

Manufacturer narrative:
.